Event description:
During a laparoscopic assisted vaginal hysterectomy on the sixth firing a loud crunch was heard when firing the device. When the stapler was released the cartridge stuck to tissue. The surgeon tried to get the cartridge back onto the gun and was unable to do so. Upon opening the device a 2nd time the bottom of the cartridge fell out as well. She was able to remove this laparoscopically, but in the process the blue wing of the cartridge broke off in the pt, which also was removed. The pt was notified by the surgeon about the problem with the stapler. 9/8/97 it was reported the rep will send the device and the reload in.

Manufacturer narrative:
The results of the investitation conducted by the appropriate engineers and technicians are listed below. Functional tests & results: condition of clamp first lockout good, condition of clamping mechanism good, condition of firing mechanism good, condtion of knife good, condition of wedge bands good, is hyper lockout condition present no. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the cartridge reportedl "fell from the instrument" during surgery. The instrument was returned in good physical condition. The cartridge retention feature was measured and was found to be within design specification. The instrument was cycled, fired, cut, and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuoulsy improve products.